Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain in groin, left leg, back and left buttock. The patient also experienced severe pain on attempted penetration, reoccurring urine infection and cystitis. The device is still in place. No further information is available.